Manufacturer narrative:
Sorin group (B)(4) manufactures the s5 mast roller pump. The incident occurred in (B)(6). This medwatch report is filed on behalf of sorin group (B)(4). Sorin group received a report that the s5 mast roller pump displayed an error during a procedure. There was no report of patient injury. A sorin group field service representative was dispatched to the facility to investigate. While on site, the service representative was able to reproduce the reported error and traced the issue to a circuit board. The faulty board was replaced and further tests showed that the unit was functioning properly. The unit was returned to service and no further issues have been reported. A review of the DHR could not identify any concessions, deviations or non-conformities relevant to the reported failure. No trend has been identified. The market will be monitored for trends related to this type of issue.

Manufacturer narrative:
Patient information was not provided. Sorin group (B)(4) manufactures the s5 mast roller pump. The incident occurred in (B)(6). This medwatch report is filed on behalf of sorin group (B)(4). The investigation is ongoing. A follow-up report will be sent when the investigation is complete.

Event description:
Sorin group (B)(4) received a report that the s5 mast roller pump displayed an error during a procedure. There was no report of patient injury.